Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to impaired wound healing.

Event description:
It was reported that the patient underwent an explant procedure due to impaired wound healing. Additional information was received that the explanted device components were retained by the medical facility and will not be returned.